Manufacturer narrative:
Sections with additional information as of 06-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 460 mg/dl and back to back test results of 385 and 427 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated due to the high blood glucose test results his doctor had sent him to the hospital about a week ago. Customer stated the diagnosis had been high blood glucose and customer had been treated with insulin. Customer stated he will be following up with his doctor. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/21/2023 and open vial date is was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 376 mg/dl date: (B)(6) time: 8:49 am fasting; result 2: 385 mg/dl date: (B)(6) time: 7:10 pm fasting 2 hrs after dinner; result 3: 427 mg/dl date: (B)(6) time: 7:09 pm fasting 2 hrs after dinner; result 4: 388 mg/dl date: (B)(6) time: 2:45 pm fasting 2 hrs after lunch; result 5: 388 mg/dl date: (B)(6) time: 2:44 pm fasting 2 hrs after lunch; result 6: 460 mg/dl date: (B)(6) time: 11:00 am fasting 2 hrs after breakfast.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 20-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.